Manufacturer narrative:
Batch review performed on 14 november 2022: lot 2104661: (B)(4) items manufactured and released on 15-june-2021. Expiration date: 2026-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in unable to get full extension. At about 1 year after primary the surgeon revised the 11mm poly with the 10 mm poly and the surgery was completed successfully.